Event description:
It was reported that the second implant did not deploy. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. T1 and t2 were not returned. The delivery needle is bent toward the left and visibly bent upward. Do not bend the delivery needle. The depth limiter is bent and creased in the same locations. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test was not successful. The device no longer cycled or actuated due to the needle disfigurement. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.